Event description:
The customer reported via phone call that the insulin pump alarmed no delivery for the past several days. The customer also reported receiving a off no power alert. The customer also reported their blood glucose rose to 600 mg/dl. Customer treated their blood glucose by changing the site. It was also found the insulin pump had a crack above the display window. Customer was unsure how the damage occurred on the insulin pump. Customer's blood glucose was 96 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.